Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood were observed. The device was returned in the sterile barrier with blood on it. There were no visual defects observed. The blower mister tip mist was observed under the microscope. The saline tube was at the inner edge of the tip. There were no missing components. No non-conformities were observed with the blower mister. Based on the return condition of the device and the investigation results, the reported failure " component missing" is not confirmed. The certificate of conformance (c of c) was reviewed for the reported lot number. The vendor certifies that the device lot conforms to all product specifications and requirements.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister with IV sets had missing tip or wrong position of tip, so it cannot be sprayed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister with IV sets had missing tip or wrong position of tip, so it cannot be sprayed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.